Event description:
The customer stated he was hospitalized on two occasions for low blood glucose. No blood glucose reading was reported. The customer stated the low blood glucose episode was sudden and the paramedics were called. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.